Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient was hospitalized for high blood glucose on (B)(6) 2017. No additional information was provided and several attempts to contact the patient were unsuccessful. This complaint is being reported because a device use error or device malfunction could not be ruled-out as a cause or contributing factor to the report health event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the pump¿s black box showed that the data begins on (B)(6) 2018. Due to continuous use of the pump the black box data/histories for the event had been overwritten. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. During investigation, the pump was exercised for 24 hours with no errors or warnings occurring. The total daily doses (tdd) calculated correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of an inaccurate delivery issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed multiple cracks in the battery compartment and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.